Event description:
It was reported that during a lap appendectomy procedure, the staff did not realize the device needed to be loaded prior to firing and handed the device to the surgeon. The device was fired without a cartridge and it cut but did not staple. This did not cause harm to the patient. A second device was opened and loaded, but the surgeon fired through the lock out and broke the device. A third device was opened and the surgeon began to fire it, but then stopped in mid-firing to reposition the device, causing the device to lock out. At this point, the surgeon was aggravated and converted to open. The patient is fine and has been released.

Manufacturer narrative:
Date sent: 10/15/2008. Evaluation summary: the analysis showed that devices a and c were received in a good visual condition, with the firing mechanism damaged and device a with a reload loaded in the device and device c without a reload loaded in the device. The reload in device a was received partially fired and with no damage to the reload lock out spring. The returned devices were found to be non functional as the firing mechanism were noted to be damaged. The devices were disassembled to verify the condition of the internal components and the left shroud pinion axle supports were found damaged. No functional tests could be performed due to the condition of the devices. It should be noted that these devices do not come loaded with a reload and is clearly indicated on the package and instructions for use. The analysis results found that a different model device was returned instead of one like device a; device b was returned in good visual condition and with no reload present. The instrument was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. It should be noted that the device does not come loaded with a reload and is clearly indicated on the package and instructions for use. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch #y5ez6k. Expiration date: 02/2010. Manufacturing date: 03/2005. Device c additional information: batch # e5nh1m. Expiration date: 4/2013; manufacturing date: 05/2008.